Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance values greater than 2000 ohms. Technical services (ts) examined device data and found that the pacing impedance had been increasing since implant about four months prior. Reprogramming and further monitoring was advised. No adverse patient effects were reported. Currently, this lead remains in service.